Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported having concerns with her infusion device. Pt stated the check and up/down buttons on the infusion device aren't working since today. Pt reported the infusion device didn't give any alarm codes. Pt is currently using the backup infusion device. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.